Event description:
It was reported that the patient had been recharging their implantable neurostimulator (ins) periodically and charging the wireless recharger (wr) once a week. However, the last time they went to charge it, the flashing lights began to appear and it never worked again. The problems with the wr system prevented them from recharging their ins. The device was checked and a reset was attempted, but it was impossible to restore it. The patient is currently using an old device to prevent from missing therapy while the warranty replacement is being resolved. The issue was not resolved. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In-house failure was found.

Manufacturer narrative:
Wr9200 was returned for product analysis. Analysis found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Ad456980 was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.